Event description:
On 11/7/04, the patient contacted lifescan and reported that his one touch meter kept displaying the error 5 message. There was no allegation of harm or serious injury. Based on the information provided, the patient's testing technique was verified to be correct and the test strips were in good condition. He was asked to retest during troubleshooting and the issue still persisted. The error 5 message still appeared on the display. He did not receive any medical attention or treatment due to this issue. There is no information to suggest that the patient experienced injury due to the meter. However, there is indication that the product malfunctioned. A replacement meter was sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.